Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID: a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that the healthcare provider (hcp) stated that the personal therapy manager (ptm) was getting to 90% when trying to connect to the pump and then it stopped. The manufacturer's technical services specialist (pss) reviewed steps to clear data from the handset and the hcp was then able to help the patient successfully connect ptm to pump with no lag. The troubleshooting steps that were taken on the call resolved the issue.